Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a loose plastic piece is confirmed, but the root cause could not be determined. One 22 ga accucath ace was returned for evaluation. An initial visual observation of the returned photograph of the accucath ace showed blood use residues throughout the device. The safety mechanism of the device was engaged upon return of the device, and the guidewire was observed to be completely advanced. A microscopic observation revealed when the plastic portion was compared to a non-complainant device, it was observed that the plastic piece was supposed to be inside the luer of the catheter, but the catheter was not returned for evaluation. The plastic portion found along the guidewire was observed to be the flow actuator from the luer of the catheter. No obvious damage was observed along the plastic. Due to the nature of the catheter not being returned for evaluation, the cause of the plastic coming loose from the catheter luer remains unknown at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that "when she went to deploy the catheter this part also deployed.¿ the nurse placing the device stated that when she went to retract the needle/wire it felt like something got hung up, and when looking at the device after removal noted the plastic piece that they had never noticed before. It was noted after use/placement. No impact as the patient did not need to be restack for IV access. No adverse event or serious injury reported to patient.